Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The r-wave amplitude decreased to 1.125 millivolts on 2014-(B)(6). Frozen strip shows intermittent ventricular undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days after implant, the right ventricular (rv) lead had no capture and intermittent undersensing. Fluoroscopic imaging revealed that the lead had dislodged. Surgical intervention was required to reposition the lead. A small pericardial effusion was noted upon the retraction of the lead. The pericardial effusion was drained and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).